Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Gender/sex - unknown, information not provided. If implanted, if explanted, give date - not applicable, as lens was removed/replaced in the initial surgery. First name - unknown, information not provided. Email address - unknown, information not provided. (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. The customer's reported complaint could not be verified. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was fully inserted into the patients operative eye, a vitrectomy was needed due to a leak in the posterior chamber. The iol was removed and replaced during the same procedure. An incision enlargement was also required. The patient has recovered. The iol was discarded. No additional information was received.